Manufacturer narrative:
H3: the geosphere, liner and adapter tray were appropriately released for distribution. The reason for the patient's infection and subsequent revision procedure as related to the devices cannot be conclusively determined. There was no medical or clinical information provided. These devices are used for treatment not diagnosis.

Event description:
It was reported that a 77 yo female patient, initial right shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2024, approximately 2 months post the initial procedure. The patient was revised due to a dislocation from their previous surgery. The patient¿s glenosphere and liner were exchanged to a constained liner to provide better stability. There were no device breakages or surgical delay during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for return as the hospital disposed of the devices. No photos of the devices or x-rays were able to be provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) - 315-35-00 - glnd kwire (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) - 320-15-05 - eq rev locking screw (B)(6) - 320-20-00 - eq reverse torque defining screw kit (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) - 320-31-36 - glenosphere, 36mm (B)(6) - 320-35-01 - small glenoid plate. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: corrected medical device problem code, component code, type of investigation, and investigation conclusions. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the dislocation cannot be conclusively determined; however, the reported dislocation may have been related to several potential factors including but not limited to the implant selection, the surgical procedure itself, patient anatomical issues, patient activity after surgery and/or underlying patient medical conditions.